Event description:
It was reported that the patient experienced the device stopped working with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.